Event description:
It was reported that patient underwent revision shoulder arthroplasty on (B)(6) 2012. A subsequent revision procedure was performed on (B)(6) 2012 due to dislocation. All biomet components were removed and replaced. Further information obtained from the surgeon indicated the custom implants placed originally were used with competitor product. A combination of the competitor component, joint being tight and patient anatomy caused the issues that led to the revision procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Dimensional evaluation was not performed as a result of engineer's discussion with the surgeon. The surgeon explained that patient anatomy was already compromised, and upon implantation of our custom device into the pre-existing competitor device, the joint was too tight. This meant that joint was still unstable.